Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received; however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this info.

Event description:
It was reported that during pre-dilatation of a lesion in the left iliac artery, the fox plus balloon was inflated twice at 8 atms. When the balloon was inflated for the third time at 8 atms the balloon ruptured. A pinhole rupture was observed on the proximal end of the balloon shoulder. Another fox plus balloon was used to complete the procedure. No pt injury or adverse effects were reported. No additional info available.